Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient's mother reported the patient experienced elevated blood glucose of 300-400 mg/dl for 2-3 days. The patient bolused through the infusion device after an accessory change but was not able to lower her blood glucose. She injected insulin via pen to lower her readings. Her normal blood glucose level is 100 mg/dl. The mother stated she would take the patient to the hospital for treatment. The infusion device was replaced and requested to be returned for evaluation.